Event description:
The patient reportedly experienced sudden pain while using the system. Troubleshooting was performed and the device was not functioning as required. The patient's device was explanted.